Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, hypertension, and hyperglycemia, with a blood glucose reading over 600 mg/dl. The customer stated that she changed her reservoir and infusion set the day before the event without rewinding or priming. The customer also stated that she receives a low battery alarm every 4 days. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime and the high pressure test.